Event description:
On 08-nov-23, nurse assist received a complaint via e-mail from (B)(6) of the following event description from e-mail: I used the nurse assist sodium chloride solution for irrigation, and I became ill following this use. Please let me know which specific contaminant (ie bacteria) was found in the solution. My doctor directed me to get this information from nurse assist asap so he can treat me with the correct antibiotic. I am immune-compromised and became ill following my use of this product. I know I used bottles from lot #22124474 and lot #23065735. However, I have been using this product regularly for a while, so I have also used bottles from other lots (I no longer have those bottles, as they were disposed of prior to the announcement of the recall, so I cannot provide additional lot numbers). I do have records of the purchases in my amazon account.